Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within specifications. Device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Device passed rewind, basic occlusion test, prime test and excessive no delivery test and displacement test. The insulin pump was received with cracked case at lcd window corners. The insulin pump was received with broken battery tube threads. Device received with missing end cap sticker. Device alarmed button error followed by intermittent buttons due to corroded keypad traces. No watchdog set test failure alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and button error alarm. The customer stated that the battery compartment and spring were not damaged or corroded. The customer's blood glucose was 280at the time of incident. The customer stated that the display did return after troubleshooting. Customer mentioned receiving a watchdog set test failure alarm and insulin pump had blank display and alarmed button error. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.